Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the haptic got stuck in the injector and tore off. There was pt contact but no pt injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows one haptic is torn off and missing and there is a small tear in the optic. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.